Event description:
Reporter alleged the pt received discrepant blood glucose results of 417 mg/dl and 45 mg/dl on inform system 1 compared back to back with a result of 140 mg/dl on inform system 2 when testing was performed within 10 mins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with pt identifier (B) (6) for the suspect device used in system 2.